Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The random access memory was cleaned and reset. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the machine shut down. The anesthesia machine was replaced. There was no reported patient injury.